Manufacturer narrative:
A partial lead with the lead tip measuring 53.5cm was returned for analysis. Internal insulation abrasion was noted at 15.4-15.5cm and 25.5-26.2cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 7.5-12.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were externalized conductors confirmed via xray.